Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line connector of the homechoice cassette was leaking. This occurred during drain one of peritoneal dialysis (pd) therapy. The leak was further described as a "pinpoint" leak located at the tubing that goes into the connector of the cassette. Renal therapy services (rts) advised the patient to end the therapy session and start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead on the patient line to the patient connector. Functional testing, including leak testing, clear passage testing, and clamp function testing was performed; leak testing failed due to a leak through the incomplete heat seal bead. The reported condition was verified. The cause of the condition was determined to be manufacturing related as this issue occurred during the radio frequency welding process between the patient line tubing and patient connector automation assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.